Event description:
It was reported that the physician performed a novasure endometrial ablation on a patient with an anteverted uterus and a previous thermal ablation (exact date unknown). The physician experienced difficulty seating the electrode array and when the device was finally seated, the array "popped open". The device was removed and a hysteroscopy was performed. The physician confirmed a uterine perforation. The patient was administered antibiotics and discharged home. Dilation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).